Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had no delivery alarm during manual prime. Customer's blood glucose value was 179 mg/dl at the time of the incident. Troubleshooting was performed, while keeping the reservoir straight, and verify insulin exits the tubing. Customer states the insulin did not exit tubing. The product will be return for analysis.